Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.